Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It was indicated there was residual astigmatism; however, the initial and replacement lenses were not toric models. The suspect device 21.5 (add power +2.2/+3.2) lens was replaced with a company 20.0 diopter (extended 1.5 diopters of focus) lens. This may indicate the replacement lens was an improved selection for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and received stating that the 21.5 diopter lens was exchanged for a 20.0 diopter of different model lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare/blurred vision and clinical reason for explant being myopia astigmatism. Patient could not tolerate the image glare and halos. The lens was tilted at the optic/haptic. There was no patient harm. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure.